Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that threshold measurements on the right ventricular (rv) lead post-operatively rose to a high level due to possible perforation or lead migration. The patient reported sharp chest pain. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Electrical resistance and cross continuity test results were within specification. Visual summary analysis of the lead indicated damage at implant.